Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient had an infection and was given antibiotics. It was indicated that the infection was likely present prior to the implant. Nevro had attempted to obtain medical assessment regarding the nature of the infection but was unsuccessful. There have been no reports of further complications regarding this event.